Manufacturer narrative:
Insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor. Insulin pump was unable to verify prime alarm, due to motor error alarm. Motor tested outside device and passed. Insulin pump had minor scratches on lcd window, cracked case near lcd window corners, cracked reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, corroded battery tube, stained address/serial number label and stained end cap sticker.

Event description:
It was reported that the insulin pump alarmed while the customer was trying to fill the reservoir. The customer's blood glucose was 130 mg/dl. Insulin was squirting out during the manual prime process. The rewind message appeared after the alarm. The device was neither dropped nor bumped. The drive support cap was recessed. The customer did not press the cap while connected to the device. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.